Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the power supply was detected to have an out of range voltage when the reported issue occurred. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the green led on mobile view station (mvs) would sometimes stop blinking, a beep sound could be heard from image acquisition system (ias), and unable acquire scans but no error message was displayed in the system. Rebooting the system would resolve the issue for some time. It was reported that the issue was intermittent. There was no patient present at the time of the issue.